Manufacturer narrative:
(B)(4). Batch # m9218r. The device was returned with the upper jaw detached returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the grasping force of the handle was higher than expected from the beginning of use. After that, the jaws became not to open after the I-blade was advanced. The jaws were forcibly opened and removed from the patient. Then, the jaws were damaged outside the patient when it intended to be opened/closed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.